Event description:
It was reported that a loose prn occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found the rubber of prn fell off during the infusion. (B)(6) received customer complaints feedback said that the liver cap fell off the situation, at that time the nurse after the puncture normal infusion, half an hour after the patient feedback heparin cap shedding, the nurse urgently did the needle extraction treatment, it is reported that at that time the infusion is ordinary anti-inflammatory drugs, shedding also did not stab others, nurses timely treatment of drugs are not much wasted, the patient was reassured at the time and did not have a greater impact. Head nurse feedback this is the second case of heparin cap shedding, the first appearance is before the puncture, at that time the internal self-treatment, yesterday is infusion when another case occurred, only left pictures, samples have been processed. The department is a new development department in (B)(6) and currently has only 200 of the batch. Please the company to deal with feedback in a timely manner, thank you!" 2 occurrences were reported, but the date/time and patient information were not given.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8262067. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample was subjected to leakage and pull force testing; the device was found to be within product specification. Unfortunately without the ability to review the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose prn occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found the rubber of prn fell off during the infusion. May 9 received customer complaints feedback said that the liver cap fell off the situation, at that time the nurse after the puncture normal infusion, half an hour after the patient feedback heparin cap shedding, the nurse urgently did the needle extraction treatment, it is reported that at that time the infusion is ordinary anti-inflammatory drugs, shedding also did not stab others, nurses timely treatment of drugs are not much wasted, the patient was reassured at the time and did not have a greater impact. Head nurse feedback this is the second case of heparin cap shedding, the first appearance is before the puncture, at that time the internal self-treatment, yesterday is infusion when another case occurred, only left pictures, samples have been processed. The department is a new development department in april and currently has only 200 of the batch. Please the company to deal with feedback in a timely manner, thank you!" 2 occurrences were reported, but the date/time and patient information were not given.